Event description:
It was reported that during an angiographic procedure of a 99% occluded lesion in the left main, the physician noted a dissection after multiple injections. The pt subsequently expired. The physician did not implicate the product in the incident.